Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
During a normal saline infusion the pump alarmed for air in line. The report suggests that when the user opened the door to address the issue, a separation of silicon from lower pumping segment component occurred resulting in a leakage of normal saline. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of separation of the silicone from lower pumping segment component was confirmed. Visual inspection observed that the silicone pumping segment was separated away from the lower pumping segment component. A closer inspection identified a witness line approx. 1mm from the end of the tubing. The root cause of the customer's experience could not be determined.

Event description:
During a normal saline infusion the pump alarmed for air in line. The report suggests that when the user opened the door to address the issue, a separation of silicon from lower pumping segment component occurred resulting in a leakage of normal saline. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.